Manufacturer narrative:
Date of event: approximated based on date of explant, onset date of the infection is unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7075756. Product family: dbs-lead fixation: upn: (B)(4), model: db-4600c, serial: n/a, batch: 26012468. Product family: dbs-extension: upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7077094.

Event description:
It was reported that the patient underwent a full system explant due to an infection. The location of the infection is unknown. The devices were discarded and will not be returned for analysis. No other information was provided.